Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 (supply voltage of cpu circuitry is too high) alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. The f-66 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged battery. To correct the condition, the battery was replaced; however, after replacement of the battery, an f-38 alarm was found after turning on the device. The cause of the f-38 was faulty force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.